Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e7 electronic error. The device history report showed the e7 had happened multiple times during the day. The customer's blood glucose was 360 mg/dl at the time of the report and then elevated to 439 mg/dl. She was referred to the emergency room, and she was admitted to the hospital and provided unknown treatment. She was discharged the next day when her blood glucose normalized (156 mg/dl). The alleged product was requested for evaluation.